Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt had a loss of therapeutic effect. The pt had increased her stimulation, but found it wasn't as effective. It was further reported that the pt had an infection of the device and lead sties. The physician had not decided whether or not to explant the device. Add'l info was requested.